Event description:
The customer reported that her blood glucose result was "high" (>500 mg/dl) and she had ketones. She stated that when she checked to see if the cannula was in, it appeared to be inserted. When she removed the pod, the cannula looked like it was just resting on her skin. She said that insulin was also leaking on the site. She said that she was feeling "fine" at the time of the call.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "if your reading is above 500 mg/dl, the pdm displays "high check for ketones! This indicates severe hyperglycemia (high blood glucose). If you get 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia."